Manufacturer narrative:
Based on picture attached, condition reported in complaint isn't visible and isn't possible to confirm. Therefore, failure mode reported can't be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device found in inventory is not inflating. No patient injury was reported.